Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inhibition of pacing due to myopotential oversensing was observed. Patient is non-dependent and no symptoms were reported. Programming changes were recommended.